Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013 and (B)(6) 2013. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. Maximum rv pace impedance rises from an approximate baseline of 350 ohms the week ending (B)(6) 2013 to greater than 1500 ohms the week ending (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 236 lefteime ventricular sic occurred with 201 occurring since (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead measuring 44 cm was returned, analyzed, and no anomalies were found. Concomitant products: d154awg implantable cardioverter defibrillator (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead threshold had gradually increased over several months. The lead was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.